Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR review could not be performed since no lot number was provided. No actions can be taken at this time since a root cause was not identified. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 5 burst packets of magic 3 go hydrophilic intermittent catheter were empty and bent and twisted too. Per customer via phone on 17dec2024, it was reported that 8 of the catheters were either bent so badly on the ends that customer could not use them, or the fluid had leaked all the way out and could not use them .

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿operator error". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 5 burst packets of magic 3 go hydrophilic intermittent catheter were empty and bent and twisted too.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 5 burst packets were empty and bent and twisted too.